Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
(B)(4) ¿ the dentist reported that he had to remove the dental implant during its installation surgery because the primary stability was achieved. In addition, the patient presented insufficient quantity/quality (bone type IV) and immediate load and immediate implant procedures were performed.